Event description:
It was reported that a spectrum pump had an downstream occlusion at power up in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, a downstream occlusion alarm was not reproduced due to a "clean load point #2" error. A review of the event history log revealed multiple 'downstream occlusion' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition could not be determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.